Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) society with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the funeral home for additional information were unsuccessful due to the amount of time that has passed since the patient death. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID sedr01 implantable pulse generator implanted: (B)(6) 2011; product ID icm09jb45 implantable pacing lead implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: # product ID# icm09b58, a proximal portion was received measuring 12.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.